Event description:
During a review of the maude database in 2009, was identified. Description of the medwatch is: "no adverse event. No apparent injury. Pt with t-collar in place. When the pt began to have difficulty with the t-collar, it was reported that the pulse-ox did not alarm. The pt's physician was present at the time of the incident. Pt was treated with no adverse outcome. Reportedly, rental unit pulse-oximeter did not function. Could not confirm."

Manufacturer narrative:
This is not a covidien/nellcor model number. The serial number is unk. The original reporter is unk. A request was sent to FDA by covidien asking for a copy of the medwatch, so additional info may be available to aide in the complaint investigation. If additional info becomes available, a supplemental report will be submitted.